Event description:
The lead was capped.

Event description:
It was reported that interrogation revealed an alert for aborted therapies due to possible output circuit damage. The hvli was less than 10 ohms.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The high voltage circuitry was damaged as a result of a low impedance load between rv and the ICD can during high voltage therapy. From the lead materials found within the arc mark on the ICD can, it was confirmed the high voltage circuitry damage resulted from a lead-to-can short, likely from lead damage in the device pocket area.